Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the transfer set and the titanium adapter. This was further specified as the set was ¿well taped to abdomen but disconnected under the tape¿. It was reported leaking was observed from the open end of the adapter where the disconnection occurred. Three days later the event was reported to the pd clinic and the patient was diagnosed with peritonitis. The cause of the disconnection was not reported. It was reported there was no visible damage noted to the set. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics and the transfer set was replaced. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.